Event description:
Breast implant illness. I got allergan natrelle inspira style srx ~445 in (B)(6) 2016. A month after I had severe pain in my armpits. As months went by my health started to decline. Went to several different doctors and had blood test done and never got any answers. 2018 I started getting severe cystic acne that would not go away my face was covered in them. I am now left scarred from it. I have had shooting pains in both breast, could not take a deep breath, my armpits were sore to touch, hurt to lift weights, severe migraines, inner ear itching and ringing, my fingers and toes go numb developed raynauds, itchy scalp, tender gums, rolling pain while sleeping, nauseated, light headed, night sweats, weight gain, fatigue, hand cramping, anxiety worsening, brittle hair and nails, pain in chest, stomach issues, brain fog, memory loss, heart palpitations, white tongue, frequent urination, sensitive to lights, elevated testosterone and cortisone, and fumbled words. It got so bad I couldn't think of normal words. Met with several surgeons and said these were all symptoms of breast implant illness. I had these toxic bags removed a month ago costing me (B)(6). These implants are not safe! They are poison, I have lost years of my life feeling so sick from them! They need to be taken off the market. They deformed my chest and destroyed my skin, health and mental health. FDA safety report ID# (B)(4).